Manufacturer narrative:
Beckman field service engineer (fse) was dispatched to the customer¿s site. Fse stated there was a blockage in the sample probe and the blockage could not be removed. The fse replaced the sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. Customer phone number: (B)(6).

Event description:
The customer reported the generation of erroneous low sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event.